Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4024 implantable pacing lead 1996 (B)(6). (B)(4). Lead remains in use.

Event description:
It was reported that the right atrial (ra) lead had triggered a lead warning for low impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.